Manufacturer narrative:
Analysis of the device could not be performed because the customer declined the service quote provided for speaker replacement. As a result, no physical evaluation or functional testing of the device was conducted. A review of the service history for this device confirms that the problem has not been reported again for this device. The complaint remains unconfirmed, and no root cause could be determined due to insufficient information and inability to perform device analysis. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. A quote was provided to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the speaker is not functioning. The device was reported to be in clinical use. No adverse event to the patient or user was reported. The customer requested a quote for a replacement speaker.